Event description:
Received information that this right atrial (ra) lead dislodged two months post implant. A lead revision was performed and upon removal, insulation damage was observed. This lead was explanted and a new lead was successfully implanted.